Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified verified item and lot number. Cosmetic inspection of the product found strike marks on the strike plate along with nicks, gouges and scratches spread throughout the part. Inspection confirms the impactor pad has been cracked. The crack is partial and it does not go through the part. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the instrument went through the wash cycle and it was discovered to be cracked. Attempts have been made and additional information on the reported event is unavailable at this time.